Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) hospital. (B)(6) md. History and physical. Chief complaint: abdominal pain, nausea, vomiting. History of present illness: 35-year-old-male with a past medical history significant for morbid obesity, borderline hypertension, history of inguinal hernia repair and abdominal hernia, presents with complaints of abdominal pain, for past couple of days. Has been suffering with hernia for the past 5 years. Noticing worsening pain in abdominal hernia area for past few days. Pain predominantly localized in mid portion of the abdomen, sharp pain, 3/10 in severity, associated with nausea, no evidence of emesis and worsening with cough and prolong standing. Unable to reduce the hernia that prompted to emergency room. Social history: smokes about 5-10 cigarettes a day. Moderate alcohol drinker, about 3-4 times a week. No illicit drug use. Physical examination: abdomen: reducible ventral hernia in mid abdomen. Assessment and plan: irreducible ventral hernia with the herniated omental fat and small bowel with no evidence of obstruction. Surgical evaluation, pain meds, IV zosyn. (B)(6) 2011: (B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Conclusion: widemouth ventral hernia with the hernia neck measuring approximately 8.6 cm. There is herniated omental fat and small bowel. There is no evidence of intestinal obstruction. There is some stranding within the omentum which may represent omental infarct. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Consultation. Impression: the ventral hernia is not reducible at bedside. Given his degree of abdominal pain, we prepped the patient for surgery. (B)(6) 2011: (B)(6) hospital. Implant record. Implant sticker. Ethicon physiomesh ¿; ethicon securestrap x2; proceed* surgical mesh. (B)(6) 2011: (B)(6) hospital. (B)(6) md. History and physical. Chief complaint: adnominal pain and nausea. Laboratory examination: white count 12.2 h. Assessment and plan: 1. Abdominal pain, seroma versus small abscess. We will do IV zosyn [antibiotic], IV fluids, IV morphine and pain medication. Surgical consult with dr. (B)(6) 2. Obesity, dietary management. 3. Hypertension, IV hydralazine. (B)(6) 2011: (B)(6) hospital. [Illegible]. ID consult. Impression: abd [abdominal] pain, improving. Leukocytosis. Transaminitis. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Radiology-ultrasound abdomen. Indication: transminitis. Comments: mildly enlarged fatty liver. Distended gallbladder with no stones seen. (B)(6) 2011: (B)(6) hospital. (B)(6) radiology-CT abdomen/pelvis. History: abdominal pain. Impression: on image 86/93 there is ventral defect seen anteriorly with small collection noted measuring approximately 3-5 cm which may represent postsurgical seroma. Small abscess cannot be excluded. (B)(6) 2011: [missing records: records for ir [interventional radiology]/pathology for drainage of postop abdominal wall seroma]. (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Emergency department report/addendum. Physical examination: abdomen: soft, obese, mildly tender to palpation over the patient¿s hernia repair region with a palpable solid and slightly tender mass approximately 15 cm x 5 cm in the midline. Mass is not pulsatile. (B)(6) 12: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis. Reason for exam: abdominal pain. Conclusion: small ventral hernia with herniated loop of bowel causing partial small bowel obstruction. There is stranded and findings are worrisome for incarceration. Findings were discussed with the emergency room physician at the time of this dictation. (B)(6) 2012: (B)(6) hospital. (B)(6) md. History and physical. Chief complaint: abdominal pain. History of present illness: recent hernia repair who presented complaining of sharp abdominal pain rated a 10/10 at site of surgery, associated with nausea and vomiting and decrease bowel sounds. Found to have sbo [small bowel obstruction] by cat scan and renal insufficiency, dehydration and is being admitted for further evaluation and management. Social history: does not smoke. Physical examination: abdomen: mild tenderness affecting epigastric area; no recurrence of hernia. Assessment and plan: 1. Abdominal pain, possible small bowel obstruction on CT scan possibly due to recurrent hernia. 2. Accelerated hypertension; blood pressure 206/117 on the ed. 3. Morbid obesity. 4. Acute renal insufficiency. Will obtain MRI of abdomen after discussing with surgery to evaluate the mesh position and evaluate sbo [small bowel obstruction] for the patient. The patient¿s mesh has possibly been displaced versus patient is having sbo [small bowel obstruction]. (B)(6) 2012: [missing records: records for MRI, ¿open repairs will check MRI¿ for abdominal surgery was not provided]. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia, incarcerated. Postoperative diagnosis: recurrent incisional hernia, incarcerated. Procedure: debridement of incisional hernia with resection of small bowel; primary anastomosis; debridement of skin, soft tissue, fascia and muscle; removal of infected mesh; bilateral myofascial flaps; repair of hernia with biomesh 10 x 16 cm stratus [sic: strattice]. Complications: none. Condition: stable. Count: correct. Drains: jp [jackson-pratt] drain in place. Brief history and indication: the patient had undergone laparoscopic surgery in the past by dr. (B)(6) was being followed for a seroma which is being drained. He now presented again with worsening abdominal pain, feels as if ¿things aren¿t moving.¿ on exam, he has a palpable mass, concern for disruption of the mesh. I discussed with patient risks and alternatives including recurrence and infection, consent given. Procedure in detail: ¿he was taken to the or, general endotracheal anesthesia was achieved, abdomen prepped and draped in sterile fashion with chlorhexidine. Appropriate timeout was taken. The scar from the prior trocar site was excised. This was down to fascia and on entering the fascia, it was noted to have some omentum and a loop of small bowel involved that was in the mesh. On dissection, the mesh appeared to incorporate into the bowel and having incorporation warranted resection rather that attempt to dissect. Small bowel was resected using gia x2. Approximately 6 cm of bowel was resected and a side-to-side anastomosis was performed. The suture line was lamberted. This allowed adequate anastomosis greater than 2 fingers. Adhesions were taken down. The mesh was not cut and incorporated with the resection. Further mesh was able to be peeled out consistent with infection. The fascia was cleared circumferentially. The external fascia was dissected past the lateral aspect of the rectus and a fasciotomy was performed to allow movement of the rectus midline. The defect was 8 cm in width and 8 cm in length. I was able to pull it together with minimal tension. The skin and subcutaneous tissue had been debrided as well as the fascia with infected mesh. This was done with cautery and sharp dissection. Using a stratus [sic: strattice] firm 10 x 16 cm was secured circumferentially with interrupted ethibond having a minimum of 2 cm margins. This had a good lay of mesh with minimal tension. The fascia was then approximated midline over the mesh with again interrupted horizontal mattress of ethibond. The area was irrigated, inspected and hemostatic. A jackson-pratt drain was placed in the deep subcutaneous tissue due to the body habitus and brought out in the left lower quadrant. The skin was closed with staples. Sterile dressing was applied. The patient tolerated the procedure, extubated en route to recovery room. (B)(6) 2012: (B)(6) hospital. Implant record. Implant sticker. Strattice¿. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Pathology report. Accession #: ws-12-00901. Specimen source: a. Small bowel biopsy & hernia sac. Diagnosis: small intestine and hernia sac, excision: small intestine with transmural acute inflammation. Fibroadipose tissue with chronic active inflammation. Negative for malignancy. Clinical information: pre-op diagnosis: recurrent hernia. Gross description: labeled ¿mendia, richard; hernia and small bowel¿ is an 11.5 x 5.5 cm segment of bowel with a 19.0 x 10.0 x 6.0 cm attached portion of lobulated adipose tissue and tan-pink fibromembranous tissue. The peritoneum is predominantly tan and smooth with roughened areas corresponding to the attachment of the fibromembranous tissue. Coming within 3.0 cm of the nearest stapled margin corresponding to the previously mentioned attachment is a 2.5 x 2.0 cm perforation surrounded by black suture material and clear possible mesh. The lumen contains tan-brown fecal material. The mucosa is tan-pink and folded. No discrete masses or lesions are noted. Separately received is a 3.5 x 3.5 x 0.7 cm tan-brown tattered annular portion of the bowel. Summary: a1 margins of brown; a2-3 perforation; a4 bowel with attached adipose tissue; a5 representative adipose tissue and fibromembranous tissue; a6 representative adipose tissue, fibromembranous tissue and separate bowel. Microscopic description: microscopic examination performed. (B)(6) 2012: (B)(6)hospital. (B)(6) md. Discharge summary. Discharge diagnosis: 1. Recurrent incisional hernia status post small bowel resection. 2. Urinary tract infection. 3. Leukocytosis. 4. Hyponatremia. 5. Mild acute renal insufficiency with resolution. Inpatient procedures: debridement incisional hernia with resection of small bowel and primary anastomosis and repair of hernia with discharge disposition: home. Followup: dr. (B)(6) in 1 week. Discharge medications: colace for constipation, miralax for constipation, levaquin, dilaudid. Hospital course: admitted for abdominal pain. Has had recurrent incisional hernia which has been repaired in past. Seen by dr.(B)(6)and was taken to or and he performed resection of small bowel, debridement of incisional hernia with primary anastomosis. Also had leukocytosis and evidence of urinary tract infection. Started on levaquin. No clinical evidence of any active infection as this point. (B)(6) 2012: (B)(6)hospital. (B)(6), md. Emergency room visit. Chief complaint: bleeding abdominal incision. Past medical history: abdominal surgery 2 weeks ago. History present illness: 36-year-old has concerned with bleeding from superior portion of incision x 1 d [day]. No abdominal pain. 2100: patient holding pressure on wound x 20 min. Came out is yelling, upset that he was asked to do so. Tells me I saw him before & was unhappy with care, patient walked out the door. Clinical impression: incisional bleeding. Discharge: eloped = did not sign out or get discharge papers. Patient was instructed to take keflex, 250mg. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: additional clinical information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: implant: gore® dualmesh® plus biomaterial, 1dlmcp03/03418289, 10 cm x 15 cm x 1 mm thick, oval . W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane no further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2005, through (B)(6), 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6), 2005 through (B)(6), 2011 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2011: 320 lbs. (B)(6) 2011: obesity (B)(6) 2012: morbid obesity ¿ smoking (B)(6) 2011: 5-10 cigarettes daily (B)(6)2012: does not smoke ¿ alcohol use: (B)(6) 2011: ¿drinks 3-4 x/week.¿ ¿ (B)(6) 2005: incarcerated incisional hernia ¿ (B)(6) 2011: incarcerated ventral hernia, borderline hypertension ¿ (B)(6) 2011: ventral defect seen anteriorly with small collection measuring 3.5 cm which may represent postsurgical seroma ¿ (B)(6) 2012: small ventral hernia, partial small bowel obstruction, accelerated hypertension, acute renal insufficiency ¿ (B)(6) 2012: recurrent incisional hernia status post small bowel resection; urinary tract infection ¿ (B)(6) 2012: bleeding abdominal incision surgical procedures: ¿ unknown date: appendectomy ¿ unknown date: inguinal hernia repair ¿ (B)(6) 2005: diagnostic laparoscopy. Laparoscopic assisted repair of incarcerated incisional hernia with gore dual mesh. Insertion of painbuster catheter. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011: lysis of adhesions. Repair of 5 x 5 cm ventral hernia with physiomesh. Repair of epigastric hernia, 2 cm, with proceed mesh. ¿ (B)(6) 2012: debridement of incisional hernia with resection of small bowel; primary anastomosis; debridement of skin, soft tissue, fascia, and muscle; removal of infected mesh; bilateral myofascial flaps; repair of hernia with biomesh strattice. Implant preoperative complaint: ¿ (B)(6) 2005: preop diagnosis: ¿incarcerated incisional hernia¿ implant procedure: diagnostic laparoscopy. Laparoscopic assisted repair of incarcerated incisional hernia with gore dual mesh. Insertion of painbuster catheter. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/03418289, 10 cm x 15 cm x 1 mm thick, oval] implant date: (B)(6), 2005 ¿ findings: ¿4x4 centimeter hernia defect in the right lower quadrant lateral and inferior to the appendectomy scar with small bowel in it.¿ ¿ description of hernia being treated: ¿using a 15 blade approximately one-centimeter supraumbilical midline incision was made. Subcutaneous tissue divided, fascia identified and divided. #1 vicryl stay suture placed. Peritoneal cavity entered with blunt dissection. A 12-millimeter trocar was placed into the peritoneal cavity under direct vision. Pneumoperitoneum established and then two 5-millimeter trocars were placed, in the suprapubic region and one in the epigastric region. Laparoscopy revealed small bowel inside a 4x4 centimeter defect which was easily reduced into the peritoneal cavity.¿ ¿ implant size and fixation: ¿subsequently the defect was approximately 4x4 centimeters and it was inferior and lateral to the previous appendectomy scar. At this point I decided to make a small incision over the hernia defect to repair it primarily and then use gore dualmesh for reinforcement on the peritoneal surface, therefore approximately a five centimeter incision was made right over the hernia transverse in nature. Subcutaneous tissue divided, hernia sac identified, excised from the edges of healthy fascia and then #2 nylon figure-of-eight sutures times three were used to primarily close the defect. Then pneumoperitoneum was reestablished. Gore dual mesh measured approximately 10 x 10 centimeters with four stay sutures were placed into the peritoneal cavity and they were grasped with a needle grasper and a tacker was used in-between the sutures to secure the graft and completely cover the previous hernia sac. Subsequently there was no evidence of bleeding or bowel leakage appreciated and all trocars were removed under direct vision. Stay sutures were tied to each other to reapproximate the fascial defect. Subcutaneous wounds were irrigated, bleeding controlled with cautery. In the larger incision a painbuster was placed and secured. 30 chromic was used to reapproximate subcutaneous tissue and staples were used to close the skin.¿ relevant medical information: ¿ (B)(6) 2011 - (B)(6) 2011 inpatient hospitalization (B)(6) 2011: ¿35-year-old-male with a past medical history significant for morbid obesity, borderline hypertension, history of inguinal hernia repair and abdominal hernia, presents with complaints of abdominal pain, for past couple of days. Has been suffering with hernia for the past 5 years. Noticing worsening pain in abdominal hernia area for past few days. Pain predominantly localized in mid portion of the abdomen, sharp pain, 3/10 in severity, associated with nausea, no evidence of emesis and worsening with cough and prolong standing. Unable to reduce the hernia that prompted to emergency room. Physical examination: abdomen: reducible (sic) ventral hernia in mid abdomen. Assessment and plan: irreducible ventral hernia with the herniated omental fat and small bowel with no evidence of obstruction. Surgical evaluation.¿ (B)(6) 2011: CT abdomen/pelvis [a/p]. ¿conclusion: widemouth ventral hernia with the hernia neck measuring approximately 8.6 cm. There is herniated omental fat and small bowel. There is no evidence of intestinal obstruction. There is some stranding within the omentum which may represent omental infarct.¿ (B)(6) 2011: ¿the ventral hernia is not reducible at bedside. Given his degree of abdominal pain, we prepped the patient for surgery.¿ (B)(6) 2011: ¿the patient had a previous open appendectomy and subsequent hernia repair of his right lower quadrant incision. However, the patient developed an incisional hernia at his previous midline incision from his first hernia surgery. The patient had a cat scan of the abdomen and pelvis that revealed small bowel and omental contents. The hernia was unable to be reduced at the bedside.¿ (B)(6) 2011: lysis of adhesions. Repair of 5 x 5 cm ventral hernia with physiomesh. Repair of epigastric hernia, 2 cm, with proceed mesh. ¿an open cut-down incision was performed on the left side of the abdomen at the level of the umbilicus. A 15 blade was used to incise the skin. The subcutaneous tissue was dissected down to the anterior recuts sheath, that was sharply incised with a 15-blade scalpel. We then reached the posterior rectus sheath, which was then again sharply incised with a 15 blade scalpel. The abdominal cavity was then entered under direct visualization and a 10 mm balloon trocar inserted and pneumoperitoneum achieved. Once that was done, 2 additional 5 mm trocars were placed in the left lower quadrant and left upper quadrant under direct visualization. An additional 5 mm trocar site was placed on the right side of the abdomen laterally, at the level of the umbilicus. Once that was done, the patient as found to have omental and small bowel contents at his incision hernia, just superior to the umbilicus. Using careful blunt dissection and sharp dissection with endoshears, the hernia sac was circumferentially dissected. Adhesions surrounding this hernia sac were dissected with electrocautery using the endoshears. Once this was done, careful blunt dissection was performed to reduce the omental and small bowel contents. Small areas of bleeding in the omentum were easily controlled with a 5mm clip appliers. Once that was done, the patient was found to have a small epigastric hernia, as well, with omental contents. This was reduced with lysing with electrocautery on the endoshears. Once that was done the periumbilical incisional hernia was measured with spinal needles and ruler to be approximately 5x5 cm, measured internally. The epigastric hernia was measured as well at 2 x 2 cm. Once this was done, we decided to use a 15 x 20 cm piece of physiomesh. A #1 ethibond suture was placed in the middle of the mesh. The mesh was rolled, inserted through the 10 mm trocar, into the abdominal cavity. This was then unrolled. The ethibond suture was then pulled through the middle of the 5 cm hernia defect. Once this was done, the mesh was circumferentially tacked with the secure strap tacker. Following that, transfascial sutures x 4 were placed in each quadrant of the mesh edges with #1 ethibond sutures using the transfascial suture passer. Once that was done, attention was placed towards fixing the epigastric hernia. We decided to use a 6 x 6 cm piece of proceed mesh. Again, a #1 ethibond was placed in the middle of the mesh. The mesh was rolled, inserted into the abdominal cavity. The ethibond suture was then pulled through the center of the epigastric hernia defect with a transfascial suture passer. The proceed mesh was then tacked circumferentially with a secure strap tacking device. Once that was done, both the physiomesh and proceed mesh were in good position and secured with secure strap tackers. The reset of the abdominal cavity was visualized with no evidence of any bleeding, bowel injury, or any other abnormalities. Once that was done, the 10 mm balloon trocar site was closed with a #1 ethibond figure-of-eight suture using a transfascial suture passer. Each of the trocars were then removed under direct visualization with no evidence of bleeding. Pneumoperitoneum was desufflated. The skin incisions were closed with 4-0 monocryl and dermabond.¿ (B)(6) 2011: discharge summary. ¿hospital course: presented with complaints of abdominal pain, nausea, and vomiting. The patient apparently has been suffering with hernia for the past 5 years; however, he has noticed worsening pain in the abdominal hernia area for the past 2 days, associated with nausea with no evidence of emesis, worsens with cough and prolonged standing. His postoperative course was uneventful except for pain control.¿ ¿ (B)(6) 2011: ¿chief complaint: adnominal pain and nausea. Lab result: white count 12.2 [reference range < 11]. Assessment and plan: abdominal pain, seroma versus small abscess. Surgical consult. Obesity, dietary management. Hypertension.¿ ¿ (B)(6) 2011: CT a/p. ¿impression: on image 86/93 there is ventral defect seen anteriorly with small collection noted measuring approximately 3-5 cm which may represent postsurgical seroma. Small abscess cannot be excluded.¿ ¿ (B)(6) 2011: ¿consult ir for drainage of postop abdominal wall seroma. Send fluid for gram stain, aerobic/anaerobic cx [culture].¿ ¿ (B)(6) 2012 - (B)(6) 2012: inpatient hospitalization (B)(6) 20/12: emergency department. ¿physical examination: abdomen: soft, obese, mildly tender to palpation over the patient¿s hernia repair region with a palpable solid and slightly tender mass approximately 15 cm x 5 cm in the midline. Mass is not pulsatile.¿ (B)(6) 2012: CT a/p. ¿conclusion: small ventral hernia with herniated loop of bowel causing partial small bowel obstruction. There is stranded and findings are worrisome for incarceration.¿ (B)(6) 20/12: ¿recent hernia repair who presented complaining of sharp abdominal pain rated a 10/10 at site of surgery, associated with nausea and vomiting and decrease bowel sounds. Found to have sbo [small bowel obstruction] by cat scan and renal insufficiency, dehydration and is being admitted for further evaluation and management. Physical examination: abdomen: mild tenderness affecting epigastric area; no recurrence of hernia. Assessment and plan: abdominal pain, possible small bowel obstruction on CT scan possibly due to recurrent hernia, accelerated hypertension, morbid obesity, acute renal insufficiency. Will obtain MRI of abdomen after discussing with surgery to evaluate the mesh position and evaluate sbo for the patient. The patient¿s mesh has possibly been displaced versus patient is having sbo.¿ (B)(6) 2012: ¿the patient had undergone laparoscopic surgery in the past, was being followed for a seroma which is being drained. He now presented again with worsening abdominal pain, feels as if ¿things aren¿t moving¿. On exam, he has a palpable mass, concern for disruption of the mesh.¿ (B)(6) 2012: debridement of incisional hernia with resection of small bowel; primary anastomosis; debridement of skin, soft tissue, fascia, and muscle; removal of infected mesh; bilateral myofascial flaps; repair of hernia with biomesh 10 x 16 cm stratus [sic: strattice]. ¿the scar from the prior trocar site was excised. This was down to fascia and on entering the fascia, it was noted to have some omentum and a loop of small bowel involved that was in the mesh. On dissection, the mesh appeared to incorporate into the bowel and having incorporation warranted resection rather that attempt to dissect. Small bowel was resected using gia x2. Approximately 6 cm of bowel was resected and a side-to-side anastomosis was performed. The suture line was lamberted. This allowed adequate anastomosis greater than 2 fingers. Adhesions were taken down. The mesh was not cut and incorporated with the resection. Further mesh was able to be peeled out consistent with infection. The fascia was cleared circumferentially. The external fascia was dissected past the lateral aspect of the rectus and a fasciotomy was performed to allow movement of the rectus midline. The defect was 8 cm in width and 8 cm in length. I was able to pull it together with minimal tension. The skin and subcutaneous tissue had been debrided as well as the fascia with infected mesh. This was done with cautery and sharp dissection. Using a stratus [sic: strattice] firm 10 x 16 cm was secured circumferentially with interrupted ethibond having a minimum of 2 cm margins. This had a good lay of mesh with minimal tension. The fascia was then approximated midline over the mesh with again interrupted horizontal mattress of ethibond. The area was irrigated, inspected and hemostatic. A jackson-pratt drain was placed in the deep subcutaneous tissue due to the body habitus and brought out in the left lower quadrant. The skin was closed with staples.¿ (B)(6) 2012: pathology report. ¿gross description: labeled ¿mendia, richard; hernia and small bowel¿ is an 11.5 x 5.5 cm segment of bowel with a 19.0 x 10.0 x 6.0 cm attached portion of lobulated adipose tissue and tan-pink fibromembranous tissue. The peritoneum is predominantly tan and smooth with roughened areas corresponding to the attachment of the fibromembranous tissue. Coming within 3.0 cm of the nearest stapled margin corresponding to the previously mentioned attachment is a 2.5 x 2.0 cm perforation surrounded by black suture material and clear possible mesh. The lumen contains tan-brown fecal material. The mucosa is tan-pink and folded. No discrete masses or lesions are noted. Separately received is a 3.5 x 3.5 x 0.7 cm tan-brown tattered annular portion of the bowel. Summary: a1 margins of brown; a2-3 perforation; a4 bowel with attached adipose tissue; a5 representative adipose tissue and fibromembranous tissue; a6 representative adipose tissue, fibromembranous tissue and separate bowel. Microscopic description: microscopic examination performed.¿ (B)(6) 20/12: discharge summary. ¿hospital course: admitted for abdominal pain. Has had recurrent incisional hernia which has been repaired in past. Seen by dr. Marco canulla and was taken to or and he performed resection of small bowel, debridement of incisional hernia with primary anastomosis. Also had leukocytosis and evidence of urinary tract infection. Started on levaquin. No clinical evidence of any active infection as this point.¿ relevant medical information: ¿ (B)(6) 2012: emergency room. ¿history present illness: 36-year-old has concern with bleeding from superior portion of incision x 1 d [day]. No abdominal pain. 2100: patient holding pressure on wound x 20 min. Came out is yelling, upset that he was asked to do so. Tells me I saw him before & was unhappy with care. Patient walked out the door. Clinical impression: incisional bleeding. Discharge: eloped = did not sign out or get discharge papers. Patient was instructed to take keflex, 250mg.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03418289. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005, including records for appendectomy, were not provided. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incarcerated incisional hernia. Procedure: diagnostic laparoscopy. Laparoscopic assisted repair of incarcerated incisional hernia with gore dualmesh. Insertion of painbuster catheter. Assistant: (B)(6) rn, fa. (B)(6) preoperatively evaluated the patient in the office, first assisted during the surgery and escorted the patient to the recovery room. Estimated blood loss: minimal. Specimen: hernia sac. Findings: 4x4 centimeter hernia defect in the right lower quadrant lateral and inferior to the appendectomy scar with small bowel in it. Anesthesia: general. Complications: none; the patient tolerated the procedure in stable condition and was taken to the recovery room in good general condition. Description of the procedure: ¿the patient was brought to operating room and placed in supine position. General anesthesia was begun. The patient was prepped and draped in the usual sterile fashion. Marcaine 0.5% was locally infiltrated every where a skin incision was made. The using a 15 blade approximately one centimeter supraumbilical midline incision was made. Subcutaneous tissue divided, fascia identified and divided. #1 vicryl stay suture placed. Peritoneal cavity entered with blunt dissection. A 12 millimeter trocar was placed into the peritoneal cavity under direct vision. Pneumoperitoneum established and then two 5 millimeter trocars were placed, on in the suprapubic region and one in the epigastric region. Laparoscopy revealed small bowel inside a 4x4 centimeter defect which was easily reduced into the peritoneal cavity. Subsequently the defect was approximately 4x4 centimeters and it was inferior and lateral to the previous appendectomy scar. At this point I decided to make a small incision over the hernia defect to repair it primarily and then use gore dualmesh for reinforcement on the peritoneal surface, therefore approximately a five centimeter incision was made right over the hernia transverse in nature. Subcutaneous tissue divided, hernia sac identified, excised from the edges of healthy fascia and then #2 nylon figure-of-eight sutures times three were used to primarily close the defect. Then pneumoperitoneum was reestablished. Gore dualmesh measured approximately 10 x 10 centimeters with four stay sutures were placed into the peritoneal cavity and they were grasped with a needle grasper and a tacker was used in-between the sutures to secure the graft and completely cover the previous hernia sac. Subsequently there was no evidence of bleeding or bowel leakage appreciated and all trocars were removed under direct vision. Stay sutures were tied to each other to reapproximate the fascial defect. Subcutaneous wounds were irrigated, bleeding controlled with cautery. In the larger incision a painbuster was placed and secured. 30 chromic was used to reapproximate subcutaneous tissue and staples were used to close the skin. Sterile dressing applied. The patient was awakened and taken to the recovery room in good general condition.¿ (B)(6) 2005: (B)(6) hospital. Intra-operative record. Implant sticker. Specimens: incisional hernia sac. Implant: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: [illegible]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/[illegible]) was implanted during the procedure. (B)(6) 2005: [missing records: a pathology report detailing analysis of the specimen collected during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: [missing records: records for the (B)(6) hospital including history and physical and discharge report for treatment of incarcerated hernia were not provided.] (B)(6) 2011: [missing records: records for CT scan of abdomen/pelvis showing ¿small bowel and omental contents¿ was not provided.] (B)(6) 2011: [missing records: records for west valley hospital admission for treatment of ventral hernia between (B)(6) 2011-(B)(6) 2011 were not provided.] Records between (B)(6) 2005 and (B)(6) 2011 were not provided. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Operative report. Pre/postop diagnosis: incarcerated ventral hernia. Procedure: lysis of adhesions, 30 minutes. Repair of 5 x 5 cm ventral hernia with physiomesh 20 x 15 cm. Repair of epigastric hernia, 2 cm, with proceed mesh 6 x 6 cm. Anesthesia: general. Fluids: 2l. Estimated blood loss: 100 cc. Condition: stable to postanesthesia care unit. History of present illness: the patient is a 35-year-old male who presents with abdominal pain. The patient had a previous open appendectomy and subsequent hernia repair of his right lower quadrant incision. However, the patient developed and incisional hernia at his previous midline incision from his first hernia surgery. The patient had a cat scan of the abdomen and pelvis that revealed small bowel and omental contents. The hernia was unable to be reduced at the bedside. At this point, the risks, benefits and alternatives to laparoscopic ventral hernia with mesh were discussed with the patient in detail including risks, but not limited to bleeding, infection, injury to surrounding structures and hernia recurrence. The patient verbalized understanding of the discussion, all questions were answered and consent signed. Description of the procedure: ¿the patient was wheeled into the room, placed in a supine position. After induction of general anesthesia, the patient¿s left arm was tucked. Next, the abdomen was prepped and draped in the typical sterile fashion. Once that was done, and open cut-down incision was performed on the left side of the abdomen at the level of the umbilicus. A 15 blade was used to incise the skin. The subcutaneous tissue was dissected down to the anterior recuts sheath, that was sharply incised with a 15 blade scalpel. We then reached the posterior rectus sheath, which was then again sharply incised with a 15 blade scalpel. The abdominal cavity was then entered under direct visualization and a 10 mm balloon trocar inserted and pneumoperitoneum achieved. Once that was done, 2 additional 5 mm trocars were placed in the left lower quadrant and left upper quadrant under direct visualization. An additional 5 mm trocar site was placed on the right side of the abdomen laterally, at the level of the umbilicus. Once that was done, the patient as found to have omental and small bowel contents at his incision hernia, just superior to the umbilicus. Using careful blunt dissection and sharp dissection with endoshears, the hernia sac was circumferentially dissected. Adhesions surrounding this hernia sac were dissected with electrocautery using the endoshears. Once this was done, careful blunt dissection was performed to reduce the omental and small bowel contents. Small areas of bleeding in the omentum were easily controlled with a 5mm clip appliers. Once that was done, the patient was found to have a small epigastric hernia, as well, with omental contents. This was reduced with lysing with electrocautery on the endoshears. Once that was done, careful blunt dissection was performed to reduce the omental and small bowel contents. Small areas of bleeding in the omentum were easily controlled with a 5 mm clip appliers. Once that was done, the patient was found to have a small epigastric hernia, was well, with omental contents. This was reduced with lysing with electrocautery on the endoshears. Once that was done the periumbilical incisional hernia was measured with spinal needles and ruler to be approximately 5x5 cm, measured internally. The epigastric hernia was measured as well at 2 x 2 cm. Once this was done, we decided to use a 15 x 20 cm piece of physiomesh. A #1 ethibond suture was placed in the middle of the mesh. The mesh was rolled, inserted through the 10 mm trocar, into the abdominal cavity. This was then unrolled. The ethibond suture was then pulled through the middle of the 5 cm hernia defect. Once this was done, the mesh was circumferentially tacked with the secure strap tacker. Following that, transfascial sutures x 4 were placed in each quadrant of the mesh edges with #1 ethibond sutures using the transfascial suture passer. Once that was done, attention was placed towards fixing the epigastric hernia. We decided to use a 6 x 6 cm piece of proceed mesh. Again, a #1 ethibond was placed in the middle of the mesh. The mesh was rolled, inserted into the abdominal cavity. The ethibond suture was then pulled through the center of the epigastric hernia defect with a transfascial suture passer. The proceed mesh was then tacked circumferentially with a secure strap tacking device. Once that was done, both the physiomesh and proceed mesh were in good potion and secured with secure strap tackers. The reset of the abdominal cavity was visualized with no evidence of any bleeding, bowel injury, or any other abnormalities. Once that was done, the 10 mm balloon trocar site was closed with a #1 ethibond figure-of-eight suture using a transfascial suture passer. Each of the trocars were then removed under direct visualization with no evidence of bleeding. Pneumoperitoneu was desufflated. The skin incisions were closed with 4-0 monocryl and dermabond. Approximately 30 ml of 0.25% marcaine was used locally in the incisions and transfascial suture sites. All counts were correct. The patient tolerated the procedure well.¿ there is no mention of gore device removal in the records. (B)(6) 2011: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnosis: incarcerated ventral hernia, status post mesh repair. Continue supportive care. Outpatient surgical followup. Abdominal pain secondary to incarcerated ventral hernia that is improving. Morbid obesity. Workup during hospitalization: CT scan of the abdomen and pelvis with contrast that showed wide mouth ventral hernia with hernia sac measuring approximately 8.6 cm. There is herniated omental fat and small bowel. There is no evidence of intestinal obstruction. Some stranding within the omentum which may represent omental infarct. Hospital course: presented with complaints of abdominal pain, nausea, and vomiting. The patient apparently has been suffering with hernia for the past 5 years; however, he has noticed worsening pain in the abdominal hernia area for the past 2 days, associated with nausea with no evidence of emesis, worsens with cough and prolonged standing. His postoperative course was uneventful except for pain control. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions. Additional event specific information was not provided.